Event description:
It was reported that partially deployment occurred. The target lesion was located in the vessel in the lower extremity. A 7x60x120 epic vascular stent was advanced for treatment. However, during deployment, the stent flowered out but it could get to finish deploying. The whole system was taken out form the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.